Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the returns plan, the left wheel lock assembly locking mechanism was not functional. The right wheel lock assembly had box damage and was missing multiple parts.

Event description:
Per provider, the brakes are not locking in place.